Event description:
Operators of this model 3100a reported that during patient treatment it stopped running and would not re-pressurize or start. The patient was placed on another ventilator without compromise.